Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vicm5_13.2, -11.00 diopter, implantable collamer lens tore/broke during loading. There was no patient contact. It was reported that the standby lens was implanted succesfully. Cause of event was unknown.